Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer's parent reported via phone call that the insulin pump was squirting out insulin during a set change. Customer's parent reported that the insulin pump had a loose motor support alarm and confirmed that the drive support cap was sticking out. The customer's parent also stated that the device had a countdown on the display and was unable to complete the rewind process. Blood glucose level at the time of the incident was 353 mg/dl. The customer's parent was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.